Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: bd had not received samples or photos from the customer facility for evaluation. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that the bd vacutainer® sodium heparinn (nh) 33 usp = 33 iu blood collection tube experienced low draw/underfill during use. The following information was provided by the initial reporter: material no: 367671. Batch no: 8249503. It was reported that there is underfill; they are 2 ml tubes so should pull 2 ml but pull between 1.2-1.5 ml. Allegation: customer reported they are 2 ml tubes so should pull 2 ml but they pull between 1.2 to 1.5 ml.